Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damage: no observed leak on valve or damage. ¿ deflation: no observed openings on the device. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right-side deflation. The operative report noted "a small amount of soft tissue in the value causing the leak." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare provider reported a right-side deflation. The operative report noted "a small amount of soft tissue in the value causing the leak." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a right-side deflation. The device has been explanted.